Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, outside of the patient's body, the balloon segment on the balloon catheter got bent as it advanced through the sheath. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 86151, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated that the catheter was not used. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection did not show any kink under the balloon on guide wire lumen. In conclusion, the reported kink was not confirmed through testing. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.